Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the above stem would not seat properly after broaching. Surgeon broached to size 12, impacted the above stem but it would not seat. He removed the implant and rebraoched using the size 12 broach and attempted to implant again, but the implant still would not seat. Another ka12 was opened lot 5294330 and implanted without any problems.